Manufacturer narrative:
(B)(4). The customer advised physio-control that they have retired the device from use and will not be returning it to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device would no longer power on. It was also observed that the latch which holds the lid down was missing. This reported device issue would not observed during patient use.